Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. In office evaluation could reproduce the noise when performing isometrics. Technical services (ts) was consulted and advised on programming enhancements to prevent noise from being over sensed. No adverse patient effects were reported. This system remains in service.